Event description:
The procedure being carried out was esophagogastroduodenoscopy (egd) with stent placement. The area to be stented was not dilated prior to stent placement. The stent was placed very close to the gastroesophageal junction. The stent was placed lower than intended. The physician used a rat tooth forceps (non-cook device) to reposition the stent. In attempting to re-position the stent, the part of the stent that is pulled to re-position the stent broke. The physician then removed the entire stent (including the part pulled to reposition the stent) from the pt with the forceps. The pt did not require any add'l procedures due to this occurrence, and there were no adverse effects on the pt. Another stent was not placed after this occurrence.

Manufacturer narrative:
Evaluation: one evolution esophageal stent was returned for evaluation. Upon visual examination, it was noted that the part of the stent that is pulled to re-position is broken. Although this part of the stent is broken, the ends remained attached to the stent, no portion had detached from the stent. The appearance of the broken area suggests excessive pressure had been applied during the attempt to reposition the stent, perhaps while using the rat tooth forceps. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the complaint history for this product was conducted. The likelihood of this type of occurrence is rare. Conclusion: our evaluation suggests that the force applied by the user when using the rat tooth forceps broke the part of the stent that is used for re-positioning. This observation has been brought to the attention of the appropriate internal personnel in an effort to heighten awareness. The info provided indicated that dilation of the area to be stented was not performed prior to stent placement. The instructions for this stent indicate that the "area to be stented should be dilated to a minimum of 10 mm and a maximum of 14mm". Failure to dilate the stricture prior to stent placement could have contributed to misplacement of the stent. The instructions for use also indicate to 'endoscopically locate and mark upper and lower margins of lesion with radiopaque marker". In this case the stent was placed lower than intended. Placing the stent lower than intended could have contributed to the need for excessive pressure on the re-positioning section of the stent, resulting in the breakage observed. The instructions for use warn the user that the stent is a permanent implant and is not intended to be removed. The instructions for use advise the user that attempts to remove the stent after placement may cause damage to the esophageal mucosa. Removal of the fully placed stent did not cause any adverse effects to the pt in this case. Prior to distribution, all esophageal stent systems are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: relevant internal personnel have been notified of this observation in an effort to heighten awareness and the issue will be address under project. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.